Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the main coil was heavily stretched and the distal main coil was broken/fractured. The distal main coil was not returned. The main coil suture was broken at the etch link. It is likely that the main coil was stretched and damaged during use resulting in the reported friction. Therefore, an assignable cause of procedural factors has been assigned to this investigation.

Event description:
Based on review of the investigation of the returned product, it was found that the main coil was broken/fractured. There were no clinical consequences to the patient.